Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and low r-waves. A micro-dislodgement was suspected. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv capture thresholds were greater than 2.5 volts since (B)(6) 2015. Analysis of the device memory also indicated oversensing associated with the right ventricular lead. Evidence of rv oversensing was noted during ventricular tachycardia (vt) episodes that occurred in (B)(6) 2016. Analysis of the device memory further indicated rv (right ventricular) undersensing information. R-wave amplitudes had fallen to 1 millivolt in (B)(6) 2015. The full lead was returned, analyzed, and no anomalies were found. The lead was returned with the helix partly retracted and tissue was visible in it. There was an outer insulation breach due to a cut and the inner insulation of the lead was stretched. It was noted that explant damage had occurred.

Event description:
It was further reported that the patient felt intermittently dizzy due to possible loss of capture. The rv lead continued to have high thresholds. It was also noted that the lead had an impedance rise and oversensing. The rv lead was explanted and replaced. During the explant procedure, it was noted that the physician made a nick in the insulation and fed a wire through the rv lead to facilitate removal.